Manufacturer narrative:
Date rec'd by MFR: 23jan2019. Customer has not been able to duplicate complaint or confirm failure. Air flow accuracy is nominal with no unusual sounds observed. Philips technical support discussed possible low oxygen inlet pressure cause o2 solenoid to chatter. Provided serv man rev (B)(4) rec'd email correspondence 1/15 stating the problem has been resolved and the unit returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports clinical reported failed air flow valve; unit makes (chatter) noise during operation. No patient/user harm reported. Event date not specified; estimate used.